Manufacturer narrative:
Evaluation summary: no damage evident to the distal tip. The stent was returned on the balloon between the marker bands as per specification. The 8th and 9th distal segments had raised and deformed struts. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a moderately calcified and moderately tortuous cx lesion exhibiting 85% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. During the procedure the physician pre-dilated with a balloon catheter and attempted to deliver the endeavor resolute device but could not because of the difficult lesion morphology. Resistance was encountered during attempted delivery but excessive force was not used. Upon removal of the device from the patient, it was noted that the both the stent and shaft were deformed. The physician believes that the event was due to the use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.